Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that the patient experienced ineffective therapy due to high impedance. As a result, surgical intervention was taken to replace the lead.

Manufacturer narrative:
The report event of high impedance was confirmed. As received, the octrode lead had a kink with all internal wires broken; which can cause the reported event. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.